Event description:
Uterine balloon therapy had been in progress for approximately four minutes (out of eight total), the machine recorded heating error 6506. The manufacturer rep was present in the or suite at this time. The procedure was stopped and the device was removed, a small defect was noted in the balloon. A second balloon was then inserted and the same problem was reported six minutes into the procedure with same error message. The procedure was stopped at this point and the device removed. The physician was satisfied the goal of the procedure had been achieved and the patient withstood the procedure with no adverse outcome.